Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: could you please provide more details for "incorrect staple line"? The bubble test failed so that they assumed that there was an incorrect staple line and oversewed it were there any staples missing from the staple line? I have no information what was the shape of the staples (b-formation, irregular, legs straight)? No information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection, the stapler did not staple correctly, so that in one cased they had an incorrect staple line. After the bubble test they recognized a leak and sewed the bowel by hand. There were no fragments generated. The procedure was delayed by 20-minutes but completed successfully. There were no patient consequences.